Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: based on the photo(s) received the investigation concluded that bd was able to confirm the customer¿s indicated issue. Conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. (B)(4).

Event description:
It was a reported by a consumer that the tip of a 30 ml bd luer-lok¿ broke off. No injury or medical interventions reported.

Manufacturer narrative:
After further review of this MDR, this complaint was over reported based on the updated reportable criteria. A broke off bd luer-lok¿ found prior to use is considered inoperable.